Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead triggered a lead safety switch after experiencing pacing impedances of greater than 2000 ohms. In unipolar configuration noise, oversensing and pacing inhibition with less than two seconds of asystole was seen. The system was thoroughly tested without recreation of the clinical observations. The lead was programmed back to bipolar configuration and the out of range value was raised to 3000 ohms. The device remains in service. There were no adverse patient effects reported.